Event description:
Complainant alleged that during incoming inspection the device displayed a "paddle fault" message. Complainant indicated that there was no pt involvement in the reported malfunction.